Event description:
It was reported that a trifurcated fluid transfer tube set leaked unspecified fluid despite the clamp being closed. This was discovered during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between may 02, 2022 to may 03, 2022. H10: one unopened device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed on the three (3) inlet clamps of the set and on the tubing clamp using sterile water and no issue was observed. Measurements of all slide clamps were performed and the results were found to be within specification. The repeater pump operator manual states ¿note inlet clamps are not designed to occlude the inlet line; they are designed to reduce dripping and spills during disposal of the tube set.¿ the reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.